Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would reset after a battery change. The customer stated the issue occurred twice. The customer also reported a signal too low alarm and an unexpected alarm on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer was advised the insulin pump experienced an unexpected restart. Troubleshooting found the correct bolus amount was recorded in the bolus history. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No a17, a21 alarms, unexpected restarting, or time date resetting noted during testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube and scratched reservoir tube window.